Manufacturer narrative:
The peritonitis occurred on an unspecified date "by the end of (B)(6) 2022". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to "cocci bacterial infection". On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal) for peritonitis. Pd therapy was ongoing. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.